Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. The model # was not provided.

Event description:
The customer from (B)(6) contacted ascensia customer support to receive help with his contour next meter. During the troubleshooting, the customer performed blood glucose testing with the meter and obtained readings of 581 mg/dl at 5:25 p.m. And 159 mg/dl at 5:27 p.m. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Event description:
The customer from spain contacted ascensia customer support to receive help with his contour next gen meter. During the troubleshooting, the customer performed blood glucose testing with the meter and obtained readings of 581 mg/dl at 5:25 p.m. And 159 mg/dl at 5:27 p.m.

Manufacturer narrative:
The customer did not return the suspected device for evaluation. Therefore, the in-house contour next gen meter was tested with the in-house contour next test strips from lot # 1apec53b using a blood sample, which gave a satisfactory performance. Section b5 of the initial report indicated that the meter associated with the event was contour next and section g4 captured the 510(k)# associated with the contour next meter. The correct meter associated with the event is contour next gen. Sections b5 and g4 have been updated with the correct product information.